Manufacturer narrative:
Further investigation by the support department determined that the customer entered an incorrect medical record number when inputting patient data, which allowed the hemodynamic data to merge with the incorrect patient record. The user was informed of the data entry error, and requested that the application settings be changed to match on accession number and mrn to further prevent erroneous matching.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016, a customer reported to merge healthcare that hemodynamic data was incorrectly imported to the wrong patient's study. Incorrect diagnostic data being imported to a study has the potential to cause incorrect treatment of the patient, which could result in harm. (B)(4).